Event description:
Note: this report pertains to one of four resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that four resolution 360 clips were used in the upper gastrointestinal during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the clip had excessive torque and appeared to be dangling; however, the clip can still grasp and lock onto tissue but had some struggle getting to release from the catheter. The clip eventually detached from the catheter after opening and closing the handle. The same problem occurred with the second and third resolution 360 clips. Finally, a fourth clip was placed which behaved in the same manner. However, this clip was closed on another clip that was already deployed. The catheter was then removed which ultimately pulled the other clips from its placement. The procedure was completed with the resolution 360 ultra clips. It was reported that abnormally high resistance was felt before the handle spool reached the end of the stroke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip difficult to release from catheter.